Event description:
Patient spouse called to report that patient's meter reads neb. Patient was unable to test their bg for the past 15 days. Patient did not have symptoms nor did they have any adverse event or seek any medical treatment. Spouse is not sure if patient took their regimen even when meter was not working, because patient did not write anything in their logbook. Patient did not use another meter to test their bg. Lfs rep was unable to resolve the issue. Sent patient a new meter.